Event description:
It was reported by the clinician that during review of remote monitor transmission, loss of right ventricular capture during ventricular high rate events was observed. The lead remains in use. Reprogramming of the lead was performed and lead voltage was increased. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-25, lead, implanted: (B)(6) 2010; addr01, ipg, implanted: (B)(6) 2010. (B)(4).